Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely, cause of the reported event, is due to wear and tear damage with customer mishandling. And with increasing usage over time. However, the root cause of the reported event is unable to be determined. The event can be prevented, by following the instructions for use (IFU), which state: [warning]: do not strike, hit or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector. Also, do not bend, pull or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also, cause parts of the endoscope to fall off inside the patient. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding and/or perforation may result. It may also become impossible to straighten the bending section, during an examination. Never insert or withdraw the endoscope¿s insertion section, while the bending section is locked in position. Patient injury, bleeding and/or perforation may result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found a gap between acoustic lens and ultrasound probe. In addition the device evaluation found that there was looseness on the elevator channel plug, the scope cover plate was detached, and the switch had a cut. It was also found that the acoustic lens was damaged and there was a scratch on the connecting tube. Discoloration was found on the scope cylinder and the air/water cylinder. The forceps elevator (fe) lever was worn so the up/down knob was not able to be locked securely. The electrical connector guide pin and the scope connector had deformation, there was a pinhole on the bending section cover and damage to the acoustic lens, all of which contributed to a loss in water tightness. There was damage on the ultrasonic probe which contributed to the number of missing element exceeding the standard value during evaluation. In addition there was damage on the acoustic lens, which lead to a defective ultrasound image displayed. Furthermore there was wear found on the angle wires which contributed to the bending angle in up direction not meeting the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope had bite damage from a patient to the insertion tube. The issue was found during an undisclosed procedure. Inspection and testing of the returned device found a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.